Event description:
It was reported that during a thoracic procedure, the device had been used three times, on the fourth firing, while transecting the pulmonary vein, one side had stapled and cut, while the other side had no staples at all. There was some bleeding, was not able to quantify the amount. An unk quantity of blood prods were administered. The closure was hand sutured. The pt's current status is not known.

Manufacturer narrative:
Date sent: 06/16/2008. Info anticipated, but unavailable at this time.